Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and critical pump error (open book image) alarm found on nov 14, 2021. Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, force sensor, motor or vibrator¿assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing and download. The pump passed the self test and no blank display noted. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded and found in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 11/10/2021 09:02:21.000 low battery alert was recorded and found in the formatted history file on: 11/08/2021 01:18:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 11/10/2021 09:01:02.000 replace battery alert was recorded and found in the formatted history file on: 11/08/2021 10:49:00.000 and 11/08/2021 10:59:00.000 11/10/2021 09:01:03.000 upon checking on the power data/detail trace file, low battery alert, failed batt/battery failed alarm and replace battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. Blank display was confirmed, suspected on pcba 1. Per r&d engineer, critical pump error (open book image) alarm was due to the rf test failure (code 0x00000045), suspecting hw issue. Force sensor zero offset within specification (24.0 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to download history files and traces using thus due to blank display. Blank display was confirmed, suspected on pcba 1. However, a test pcba 1 was used and continued testing, download and no blank display noted. Critical pump error (open book image) alarm was confirmed, suspecting hw issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Insulin pump was not turning on anymore and also had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.